Manufacturer narrative:
The "model #" and "serial #" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
End user alleged his powerchair front right wheel was loose and he contacted dealer. Dealer fixed front right wheel but used substandard bolts. While traveling home crossing drainage canal with cracks and damage to road, his unit went off road into drainage canal and he passed away.

Manufacturer narrative:
The "model #", "serial #", and "date of manufacture" have been provided and updated. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
End user alleged his powerchair front right wheel was loose and he contacted dealer. Dealer fixed front right wheel but used substandard bolts. While traveling home crossing drainage canal with cracks and damage to road, his unit went off road into drainage canal and he passed away.

Manufacturer narrative:
Pride has inspected the product, records pertaining to the product, records pertaining to the police investigation and photographs of the scene. According to the information gathered from these sources, no eyewitness to the incident has been identified or come forward nor is there any information as to how the incident occurred. Inspection revealed that the wheel assembly and arm rest were modified by some third party prior to the incident, but subsequent to the product's manufacture and distribution by pride. No conclusion has been reached as to whether those modifications caused or contributed to the incident. The incident occurred at an open unguarded embankment adjacent to the water hole where the decedent was discovered. The adjacent roadway was uneven and pock-marked. Although no conclusions have been reached regarding whether those conditions caused or contributed to the incident, pride's owner's manual warns users to utilize extreme caution when travelling near such unprotected areas. It also warns about modification to the unit. Pride remains confident in the static and dynamic stability of the subject model and believe it is safe when in good repair and operated with reasonable caution.

Event description:
End user alleged his power chair front right wheel was loose and he contacted dealer. Dealer fixed front right wheel but used substandard bolts. While traveling home crossing drainage canal with cracks and damage to road, his unit went off road into drainage canal and he passed away.